Event description:
It was reported that further investigation of the returned controller revealed a broken backup battery cover.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a broken backup battery cover was confirmed. Visual inspection of the returned system controller (B)(6) revealed that part of the backup battery cover, which includes the screw hole for the screw closest to the driveline, had broken off; the corresponding screw for this piece of the cover was not returned with the controller. The broken cover and missing screw did not affect the cover from being secured to the controller housing as the three other screws remained intact. No other damage to the backup battery was observed. The system controller was connected to a test power module, system monitor, and mock circulatory loop and it was observed the pump running symbol leds were dim. The dim leds did not affect the controller's ability to operate a test pump. The system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the reported event could not be conclusively determined through this analysis. The dim led issue has been addressed via a corrective and preventative action (CAPA). The system controller associated with this event, serial number hsc-063341, was manufactured prior to the implementation of the CAPA. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Hsc-063341 was shipped to the customer on 08jul2018. Heartmate 3 instructions for use (IFU) section 5 ¿surgical procedures¿ explains how to properly install the backup battery in the system controller, including how to remove and reconnect the backup battery cover. Section 2 ¿system operations¿ explains how to replace the backup battery in the system controller, which also includes how to remove and reconnect the backup battery cover. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.